Event description:
Hcp reported the patient had been hearing his pump alarm over the last few days. The last refill was in (B)(6) 2012. The patient recently moved to another state and needed to find a physician to manage his care. The hcp stated that the personal therapy manager (ptm) displayed a code of 8286 which confirmed that the pump reservoir was empty. The hcp planned to review pain management options with the patient. The hcp did not plan to refill the pump as he was not familiar with the infusion therapy and did not have access to a programmer. The pump was delivering morphine (compounded), bupivacaine, ketamine, droperidol and baclofen (compounded). Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 8835, lot# unk, product type: programmer. Patient product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. (B)(4).